Event description:
Implant was placed 10/04/96, site #23. Abutment was placed 04/14/97. On 04/27/97, patient walked into the office with the implant in hand, o-ring abutment still attached. One person affected.